Event description:
The implantable neurostimulator (ins) turned off twice on the right side. After the ins turned off, the pt noticed a return of symptoms and stiffness. The pt had not been in any different environments and there was no accident or incident related to the event. The pt was unable to adjust the stimulation. The status lights were assessed and the pt stated that the middle light was coming on. The pt had an appointment scheduled to meet with his physician. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).